Event description:
It was reported that the insertable cardiac monitor (icm) exhibited failure to sense and oversensing of noise. The icm was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
The reported events of failure to sense and sensing noise could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Visual inspection revealed a material covering the sensing area of the header. Analysis performed, including sensing test at field, nominal and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.